Event description:
After a fall with a bloe to the head, this pt suddenly stopped hearing. Explantation/reimplantation surgery occurred 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.